Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Event description:
It was reported that during a temp. Anus praeter procedure, there was an error code five on display. During cleaning a piece of the blade was broken, but did not fall into patient. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.